Event description:
It was reported that "alert/notification settings issue" occurred. On 03/19/2026, the patient began experiencing sweating, drowsiness, and confusion. A few minutes later, upon arriving home, the patient reported that her cgm indicated a glucose value of approximately 530 mg/dl; however, the cgm was unable to display a numeric value above 400 mg/dl. Shortly thereafter, the patient lost consciousness. The patient¿s boyfriend contacted emergency medical services (ems), and the patient regained consciousness while in the ambulance. In the ambulance, a blood glucose (bg) meter reading was obtained and recorded as 488 mg/dl. The patient subsequently reported that her cgm receiver alerted to a high glucose value of 530 mg/dl. The patient stated that prior to her loss of consciousness, she did not receive any cgm high glucose alerts, despite having her high alert threshold set at 250 mg/dl. Upon arrival at the emergency room (ER), the patient reported that her bg was measured approximately four to five times; however, she was unable to recall the specific values. The patient also stated that her cgm readings were not checked during the ER visit. The patient was treated with six bags of intravenous fluids, as well as lantus and novolog insulin. The patient was discharged after approximately six to seven hours. Prior to discharge, the patient reported a bg meter reading of 146 mg/dl while the cgm reading was 186 mg/dl. At the time of reporting, the patient stated that she was feeling fine. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.